Manufacturer narrative:
Blank fields on this form indicate the information is unknown, not applicable or not available. The reported event was discovered in a journal article/study by merit medical systems inc, specific to a lead extraction bulldog lead extender. Merit medical then forwarded the information to cook medical. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information was forwarded by merit medical systems to cook medical regarding a journal article/study titled, "transvenous extraction of pacemaker and defibrillator leads and the risk of tricuspid valve regurgitation". Description as reported by merit medical systems: "this study describes the scope of significant tricuspid valve (tv) injury with increase in tricuspid regurgitation by using of transvenous lead extraction (tle) method for lead removal. Study was conducted on qualifying 208 patients. Perfecta electrosurgical dissection sheath and evolution rotating dilator sheath were used, and evaluations were observed with transesophageal echocardiography (tee) which concluded with significant increase in tricuspid regurgitation (tr). Of the 208 patients, significant increase in tr was observed in 24 patients after extraction which resulted in longer post extraction hospital stay. As for the mechanisms of acute tri observed in 24 patients, 7 patients showed tee data suggesting tv injuries. In 1 patient without evidence of tv injury, aggravation of left ventricular. Study showed that lead age was identified as an independent predictor in multivariate analysis as well."